Event description:
During the procedure, the medical personnel were inserting a spike line into a bag of bank blood when the spike separated from the tubing. Blood squirted over the chest of the perfusionist. The entire bag of bank blood was lost. The line was replaced. There was no patient effect and no harm to the perfusionist.